Event description:
Caller reported experiencing ongoing intermittent occlusion alarms, which have occurred on and off for the past year. The customer's blood glucose level was displayed as "high"; a specific value was not provided on multiple occasions. Elevated blood glucose was addressed with a correction bolus via the pump. The occlusions alarms were resolved by changing the infusion set and cartridge before resuming insulin administration. The caller did not have exact dates for the events but noted recurring occlusion issues.